Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, prior to use, the device had chinese label issue. It was stated that 3 boxes of the received device were showing different manufacturing date. The customer indicated no patient involvement.